Manufacturer narrative:
This is a duplicate event of MFR report # 3006630150-2017-00019.

Event description:
A report was received that the patient was experiencing worsening pain in left leg due to the lead. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50 cm model#: sc-4316, lot #: 17958155, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing worsening pain in left leg due to the lead. The patient will undergo an explant procedure.